Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to atrial fibrillation (af). The health care professional (hcp) noted that the patient had previously received inappropriate shocks; however, the cause of those events was unknown. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.